Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(investigation type), h10.

Event description:
N/a

Event description:
It was initially reported that during installation, the cs300 intra-aortic balloon pump (iabp) had a pressure issue. Later it was clarified that the cs300 iabp had a charging issue that was discovered during a routine check. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse noted the power cable was broken. Another cable was procured from the hospital and installed. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during installation the cs300 intra-aortic balloon pump (iabp) had a pressure issue. There was no patient involvement, and no adverse event reported.